Event description:
It was reported that approx 31 hours after insertion of the iab, blood was observed in the helium tubing. Because of this, the iab was removed and replaced. There were no associated pt complications.

Event description:
It was reported that approximately 31 hours after insertion of the iab, blood was observed in the helium tubing. Because of this, the iab was removed and replaced. There were no associated patient complications.